Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated using multiple programmers. Additionally, tones could not be elicited with application of a magnet. Information confirmed that this device was implanted subpectorally.